Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results while using the architect c16000 analyzer. During inspection, multiple cuvette segments were found damaged, cracked, or broken. No injury or exposure were reported due to the damaged cuvettes. The following data was provided. The customer uses normal range 1.6 to 2.6 mg/dl. Initial 7.7 mg/dl, repeated using another analyzer 0.8 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An abbott field service individual was dispatched to the account and found damaged cuvettes [part 9d33-03] used on the analyzer. The cuvettes were found to be cracked or broken, however the cuvette holders were not damaged. All cuvette segments found with broken cuvettes were replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and an instrument service review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.